Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of non-sustained oversensing noted due to a loss of capture. Diagnostic imaging was performed, and no anomalies were noted. There was also decreased sensing threshold and impedance noted. The device was reprogrammed to address the loss of capture, and the patient was stable with no consequences.